Manufacturer narrative:
Follow-up 4/27/2016: it was reported that customer was able to successfully charge pump with replacement usb cable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the pump could not be charged despite the attempted use of multiple power sources. There was no impact to the customer's blood glucose (bg) levels. A replacement usb cable was sent to the customer.